Manufacturer narrative:
Investigation summary: two photos received by our quality team for investigation. Upon visual evaluation, the primary packaging is shown where the code number (303310) and batch (2132797) reported by the client can be confirmed. In the second image, a syringe can be seen outside its primary packaging where a particle can be seen on the syringe, however, unable to confirm if foreign matter is outside or inside the syringe. Physical samples are required to further analyze and identify the foreign matter. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, a tour is carried out in the production line where the 20ml syringe is manufactured, and brown cloth tape is observed on the stations, which is very similar to the finding reported by the client. This cloth wears out and can become detached, adhering to a syringe because it has an adhesive. Actions will be taken, including removal of cloth tape in all stations, and manufacturing personnel will be notified of this incident to increase awareness.

Event description:
It was reported while using bd 20ml luer lok syringes foreign matter was found. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: debris noted on a 20cc syringe prior to a blood culture. Lot#2132797. Osce informed. I did a quick inspection of our 20cc syringes and only found two with above lot#. No debris noted.

Event description:
It was reported while using bd 20ml luer lok syringes foreign matter was found. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: debris noted on a 20cc syringe prior to a blood culture. Lot#2132797. Osce informed. I did a quick inspection of our 20cc syringes and only found two with above lot#. No debris noted.

Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report# (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.